Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Portion of tampon remained inside vagina [foreign body in reproductive tract]. Found tampon cut in two [device breakage]. When removed tampon...cut in two [complication of device removal]. Case narrative: consumer reported via e-mail that tampon was cut in two and a portion remained inside. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Portion of tampon remained inside vagina [foreign body in reproductive tract]. Found tampon cut in two [device breakage]. When removed tampon...cut in two [complication of device removal]. Case narrative: consumer reported via e-mail that tampon was cut in two and a portion remained inside. No serious injury reported.